Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that a patient¿s home health nurse called the vad coordinator to report that the patient was anemic when compared to the previous week. The patient¿s international normalized ratio (inr) was noted to be therapeutic with a goal of 1.5-2.0. The patient reported that he/she had no physical signs or symptoms of gastrointestinal (gi) bleeding. Of note, the patient has had multiple previously reported episodes of gi bleeding. The patient was again admitted and was treated with two units of packed cells. The gi team at the hospital assessed that patient and opted to forgo any interventions at that time since they felt that it was related to the patient¿s chronic anemia. The patient was discharged home of (B)(6) 2017. However, the patient was re-admitted the next day when the patient¿s home health nurse noted continued anemia. The patient was treated with the transfusion of two units of packed cells and was started on monthly intramuscular octreotide injections. In addition, the patient¿s medical team plans to start the patient on weekly blood transfusion with the next one planned for (B)(6) 2017. The patient was again discharged home on (B)(6) 2017 on aspirin and coumadin (with a therapeutic goal of 1.5-2.0). No further information has been provided.